Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported four (4) discrepant false negative results using cue covid-19 test for home and over the counter (otc) use reader sn 12102010037175. See case(B)(4)and case-(B)(4) for alternate false negative results. On (B)(6) 2022, customer received a false negative results with cartridge sn (B)(4) (lot 22689k). The customer took one confirmatory flow flex covid-19 antigen home test on (B)(6)2022 which provided a positive result.

Manufacturer narrative:
Update to b5: customer had symptoms and confirmed cartridges were stored within the validated temperature range. Correction to h10: the complaint history was reviewed and there were four previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications.

Event description:
Customer had symptoms and confirmed cartridges are stored within the validated temperature range.